Manufacturer narrative:
The insulin pump passed self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, and occlusion test and excessive no delivery test. The operating currents were in spec. The pump was received with half broken off reservoir tube lip with loose reservoir tube o-ring noted. The pump was received with minor scratches on lcd window, cracked lcd window, cracked case at display window corners, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and stained end cap sticker.

Event description:
The customer reported via phone call of low blood glucose readings and damage from the insulin pump. The customer's blood glucose reading was 40 mg/dl when she woke up. The customer stated that she removed the reservoir from her pump and pieces fell off from the reservoir compartment. The customer stated that the rubber seal was hanging out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis. The customer declined to troubleshoot for low readings.